Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2011. Approximately 11 years after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to joint pain, joint swelling and stiffness, limited range of motion, loss of mobility, tissue damage, revision surgery, instability, loosening, polyethylene wear, osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ mdl no. (B)(4). Related case (B)(4). On (B)(6)2023, (B)(6), rn ¿ additional information received from legal on 27-jul-2023/ revision operative report of (B)(6) 2022- revised to competitor¿s devices. Post-op diagnosis: aseptic failure of left total knee arthroplasty. The patient was having pain, significant osteolysis and suspected loosening. Significant osteolysis was noted under the anterior femoral flange. The polyethylene liner was removed easily. The femoral implant was debonded from the cement. Significant osteolysis was noted behind the cement after it was removed both anteriorly as well as in the metaphyseal region of the femur affecting both the medial and lateral femoral condyles, especially posteriorly in the lateral femoral condyle. The tibial implant was debonded from the cement. There was noted to be defects through the tibial metaphysis posteriorly and laterally. The patient was released from the operating room table, transferred to the hospital bed and taken to recovery room in stable condition. Revision operative report attached. Optetrak logic psc tibial insert size 3, 11 mm (2095307) optetrak logic posterior stabilized cemented femoral component size 3 optetrak logic trapezoid cemented tibial tray size 3f/3t optetrak 3-peg patella 35mm no device return anticipated due to this being a legal case. Unable to locate surgeon/patient/serial number in ebi. No serial numbers available. Original description summary as reported via legal documentation the patient had a left knee replacement on (B)(6) 2011. Approximately 11 years after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to joint pain, joint swelling and stiffness, limited range of motion, loss of mobility, tissue damage, revision surgery, instability, loosening, polyethylene wear, osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery could not be located. Historical record & smartsolve searched for patient name with no results.